Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensed noise. The sensing vector was programmed to alternate at the time of the delivered shocks. Troubleshooting was performed and found that noise was able to be reproduced in primary and alternate vectors. The sensing vector was reprogrammed to secondary to mitigate further oversensing. Technical services (ts) discussed additional programming and evaluation options. No adverse patient effects were reported.